Event description:
This complaint is for the omnipod5 insulin pump system. The first time the problem happened was the friday after thanksgiving. I called the manufacturer. The insulin pod (pump) would not connect to the transmitter that runs it. I was told the problem seemed to be the transmitter had failed. This is not the first time this has happened since I went on this new insulin pump of theirs. So far it has happened 4 additional times. There is no app yet to use instead. Each time they replaced the transmitter and pods. One time they even sent a new one because of a voluntary recall, not counting the four that failed. Without the transmitter the pod will not work or give me basal or bolus insulin. Several times I've had to go back on mdi (multiple dose injection) for this. Three of the transmitters were returned. I have two failed ones in my possession, but have been told to throw them away. Other diabetics I know have complained about the same thing. Reference reports: mw5146310, mw5146311, mw5146312, mw5146313, mw5146314, mw5146315, mw5146316, mw5146317, mw5146318.